Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010 patient underwent lateral exposure of l3-4 for lumbar instability. Patient also underwent direct lateral interbody fusion via retroperitoneal approach l3-4, placement of interbody cage l3-l4, anterolateral lumbar plating using engage plate l3-l4, intraoperative spinal nerve and emg monitoring, use of bone morphogenic protein. Preoperative, postoperative diagnosis: l3-4 degenerative disc and annular tear. As per-op notes: ¿the disc space was irrigated copiously with antibiotic solution. It was stimulated again with no encroachment on nerves at the entry of the cage. Several trials were used. It was determined that a 12 mm height x 50 mm parallel cage would be ideal. It was filled with bone morphogenic protein and then under lateral and ap visualization intraoperatively via fluoroscopy the cage was placed in the l3-4 disc space.¿ no patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.